Manufacturer narrative:
The end user was being pushed in a retail store while sitting on the rollator. She stood up and as she attempted to sit back down, the support tube under the seat apparently broke near the backrest. She did not fall but twisted her back. She later sought medical attention due to back pain and was given a cortisone injection. No samples were provided. The sample was not returned for eval. The owner's manual states the device should not be used as a wheelchair and that the end user should not self-propel while seated. It also states that it should not be moved while anyone is sitting on the seat and the seat should not be used to transport people or objects. Without a sample we were unable to confirm the reported issue or identify a root cause.

Event description:
End user was being pushed while sitting on the rollator. A support bar broke and she almost fell.